Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door latch error was loading a set and attempting to close the door. Eval found the force required to secure the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed that the door would latch. Any pt involvement, injury or medical intervention is unk.